Event description:
It was reported that the patient complained of receiving six inappropriate shocks, and it was determined that the right ventricular( rv) lead exhibited t-wave oversensing (twos). The patient will be seen again at a later date, and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4193 implantable pacing lead - (B)(6) 2011; 5076 implantable pacing lead - (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.